Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer had a blood glucose of over 600mg/dl. Reportedly, the customer did not fill the tubing properly and insulin delivery was not restarted. Customer reverted to an alternate method of insulin delivery.